Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said the sti mulator was sending shock sensations to their back. Patient said the pain was bad and when they looked at the remote it gave an error code of 001 so they turned it off and it has been off since then. Patient is afraid to turn it back on because they are afraid it will shock them again. Patient mentioned they work in a warehouse and almost hit the ground yesterday. Patient has not had any falls or trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states they have an appointment soon.